Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: localized pain in the right breast, capsular contracture baker grade iii, IV and right breast implant with intracapsular rupture plus liquid content.

Event description:
Healthcare professional reported "localized pain in the right breast, capsular contracture grade iii, IV and right breast implant with intracapsular rupture plus liquid content" the device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: a4, b5, d6a, d6b, h6

Event description:
Healthcare professional additionally reported "from the outset there was exposure of the implant secondary to poor healing."